Event description:
It was reported via phone call that the customer passed away in hospital on (B)(6) 2022. The customer was hospitalized on (B)(6) 2022 due to high blood glucose. The cause of death was ischemic bowel, heart failure, diabetic ketoacidosis. The caller stated that the customer had ischemic bowel, heart failure, diabetic ketoacidosis that may have led to the customer's passing. The customer¿s blood glucose was 1400 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The customer was not using sensors. The insulin pump had been disconnected on (B)(6) 2022 prior to passing. It was unknown if the caller will return the insulin pump for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report.

Event description:
This case is for the passing on (B)(6) 2022. Please see (B)(4) for the high blood glucose on may 30, 2022. The cause of death was ischemic bowel and possible diabetic ketoacidosis. Customer passed on (B)(6) 2022 in the hospital. Customer was admitted on (B)(6) 2022 because he was on the floor; he had hit his head. He was confused at that time. Blood glucose was 1400mg/dl on (B)(6) 2022 at admission. Illnesses that might have led to passing were ischemic bowel and heart failure. Per (B)(4), on (B)(6) 2022, paramedics were called and customer had nausea, besides being confused. Pump was not worn at passing. Pump was last worn on may 30, 2022. Sensor was not used at passing. Auto mode was not used at passing. Per (B)(4), auto mode was not used on may 30, 2022. It was unknown if sensor was used on may 30, 2022.